Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2019. It was indicated that the patient was under 2 years old, which is off-label usage of the device. The patient¿s mother stated a new sensor was inserted on saturday ((B)(6) 2019) after the first one stopped working. The new sensor worked until sunday night around 11:00 pm when it stopped displaying trend arrows. The sensor remained on the patient; however, it alarmed multiple times during the night for low values (example: 41 mg/dl). A finger stick was performed, and the patient¿s bg was 248 mg/dl. The sensor remained on the patient monday and tuesday, multiple recalibrations were performed; however, the cgm continued to alarm intermittently for recalibration. The patient¿s mother stated that she left the sensor in place to see if the system would come back so that it could be recalibrated. By wednesday morning, the sensor would no longer accept calibrations and was removed. When the sensor was removed, pus was coming out of the insertion hole and the area around the insertion site was hard and red. There was pus along the bottom of the transmitter that had come through the sensor pod. The patient was taken to the emergency department for evaluation and was admitted to the hospital. Surgery was required to open the infected insertion site, debride the area and insert drains. The patient was placed on antibiotics via intravenous (IV) therapy. After three days, the drains were removed, and the patient was discharged home on oral antibiotics. The patient is home, doing well, and the area is healing.